Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a pump error indicating that there was a broken force sensor detected during seating or regular delivery. The customer added that they were unable to clear and that the down arrow and select button were unresponsive. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer stated that they made sure everything was sealed when they went swimming. Troubleshooting for the pump error was performed. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was unable to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the keypad anomaly could not be performed due to the uncleared alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm and pump error 35 alarm. We were unable to download due to moisture damage on the keypad flex cable connector. We were unable to perform the self test, displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly, keypad flex cable connector, cable, and force sensor during visual inspection. Moisture damage was found on the keypad assembly connector during visual inspection. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.